Event description:
It was reported that the readings on the patient with suspected co poisoning were 12. The readings were taken 30 mins later and they were 2. There was no known impact or consequence to patient.

Manufacturer narrative:
Multiple attempts for product return and requests for additional information were made. The unit has not been returned to masimo to allow an analysis to be performed. If new information is obtained or the device is returned, a follow up report will be submitted.